Event description:
The brush was inserted into the dialysis fistula. Shortly after insertion, the marker band came off of the catheter. Clinician is uncertain if the device was actually inserted into the fistula. The marker band was retrieved.